Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely use related, additional hemostatic suture placed, 2nd suture held, angle matching performed to achieve hemostasis.

Event description:
The complainant reported a patient was implanted with an impella rp flex device for mechanical circulatory support. While on support, oozing was noted around the access site. Additional hemostatic suture was placed. Second suture held; angle matching performed, and the site was dry.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp flex with smartassist instructions for use & clinical reference manual instructions for use for the related event are as follows: section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿